Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. The review of the manufacturing paperwork has not been completed. Gore excluder aaa devices associated with this event: rmt311417/8777983, pxc141400/8398632, pxc141000/8602095 (refer to manufacturer report# 2017233-2011-00211).

Event description:
On (B)(6) 2011, the pt was treated for an abdominal aortic aneurysm and was implanted with a gore excluder aaa endoprosthesis featuring the c3 delivery system and two gore excluder aaa contralateral leg endoprostheses. The devices were placed without incident. Final angiography showed no evidence of an endoleak. Difficulties were encountered at the end of the procedure when the groins were being closed using percutaneous closure devices. Post-operatively, within an hour, the pt lost pulse in one leg due to complications associated with a failed percutaneous closure. The pt was transferred to the operating room to stop the bleeding and surgically close the groin. The pt was stabilized. On (B)(6) 2011, the pt died. The cause of death was hepatic failure, disseminated intravascular coagulation (dic), kidney failure, and cardiopulmonary failure.